Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported spaces between their front teeth. Photos provided by the patient confirm tipping is present on #9 and advised patient of rest period, no upper aligner for 14 days.

Manufacturer narrative:
Report #3014845255-2024-02662 is a duplicate of report #3014845255-2024-01062 issued on 09-16-2024.